Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was leaking air was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor device would run in the locked position, the device had insufficient/low power, and the hose of the device was damaged. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would run in the locked position, had insufficient/low power, and the hose of the device was damaged. It was further determined that the device failed pretest for hose verification, safety assessment, and rotational speed. It was noted in the service order that there was a hole in the hose which was causing an air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.